Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30-degree endoscope was analyzed and found to have friction issues. The camera instrument adapter did not rotate properly, and noises were heard during testing and confirmed as binding. The camera instrument adapter was removed from the endoscope housing and confirmed to be binding. The aea bearing contributing to friction. The aea shaft bearing contributed to friction. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect friction. The endoscope was visually inspected and was found with damage at the distal end. The distal window located at distal tip was visually inspected and found cracked. The endoscope was visually inspected and manually tested by hand using series of movement tests and failed. The endoscope was detected with rattling or noise from the housing and detected loose balls from the led windows. The endoscope was disassembled and confirmed with dislodged desiccant balls inside the backend housing. The endoscope was visually inspected and found with cosmetic damage. During inspection, the cable integrated connector housing exhibited discoloration. The endoscope was visually inspected and found with minor cuts to the cable insulation. The damage was located at zone a near integrated connector of the endoscope cable. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported during da vinci surgical procedure, the 30-degree endoscope will not rotate 30 down. The procedure was completed with no reported injury.